Event description:
The doctor reported breaking the file mid-root, stating "the cause was from overuse" and he wasn't sure how many times he had used the file. The patient returned in 2003 and the doctor filled around the file.